Event description:
It was reported that the patient underwent caesarean-section on (B)(6) 2014 and suture was used. Following the procedure it was noted that the tip of the needle was missing. X-ray was performed and was negative and surrounding area was searched. The needle tip was not recovered.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.